Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range and displayed normal indicator progression. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that during a follow visit, the patient with this device complained of fatigue and shortness of breath. The device rate response feature was programmed on. The device was close to the elective replacement time (ert) indicator. Four months later, the device was found to have reached end of life. It was suspected that the sensor data accelerated the battery depletion. Technical services was contacted and discussed that programming changes can change the longevity and the device likely reached ert after the follow-up with the programming change. Two weeks later, the device was explanted and replaced. No adverse patient effects were reported.